Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the catheter had a slit/tear. According to the report, there was no injury to the patient, and they had been discharged.

Manufacturer narrative:
Only the lumbar catheter was returned. The catheter did not meet the requirements for leak testing. The catheter was observed to be sheared off approximately 32 cm from the distal end. It is unknown how or when the damage occurred. The catheter met the requirements for the tensile strength and elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.